Event description:
Failure code 703 found in event history during service. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.